Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m9064f. The er320 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. Upon visual inspection, the trigger was found to be damaged; no functional test could be performed due to this condition. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was confirmed to be to be broken. No conclusion could be reached as to how this damage had occurred. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device handle was squeezed to load the clip and the handle locked up and would not move. Case completed with another device. There were no patient consequences reported.